Event description:
Physician reportedly observed very noisy atrial signal during ventricular arrhythmia. This made it difficult to evaluate whether the arrhythmia originated from the atrium or from the ventricle. Three shocks were delivered because vf was detected by the device.